Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, post implant, the implantable cardioverter defibrillator (ICD) device exhibited fast pacing and was at the upper tracking limit when running vector express test in ddd (dual chamber fixed rate) mode. The device remains in use. No patient complications have been reported as a result of this event.